Manufacturer narrative:
Device passed all functional tests including displacement, and self tests. No pump errors external flash crc error were noted during testing; however, insulin pump error is confirmed in the formatted history file due to a software error.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had multiple pump errors. The customer's blood glucose level was unknown. The customer reported that the insulin pump had a motor arm cannot communicate with the main arm error and a critical block and inverse critical block did not add to zero error. The customer reported that the alarms occurred second time. The customer stated that the error occurred during bolus delivery. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.